Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a flushing malfunction. Sheath flush was continuously occluded when in flower configuration with farawave catheter. When the catheter was advanced to the hub of the sheath, a pump flush occlusion occurred. Moving catheter away from sheath resumed flushing. Then the procedure was completed without patient complications. The device is expected to be returned.